Event description:
It was reported to boston scientific corporation that an occluder balloon was used during a urology procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician accidentally burned or cut the occluder balloon while inside the patient resulting in a hole in the balloon of the device. The procedure was completed with another of the same device without any patient complications. The condition of the patient was reported to be fine at the conclusion of the procedure.